Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc, left) service alarm code. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a s321 service alarm code. No additional information was provided.